Manufacturer narrative:
(B)(4): a visual inspection revealed moisture in the display lens and the display screen was found to be distorted. A leak test was performed and the display lens was found to be leaking. The pump cover was removed and moisture was found inside the pump. The pump was booted to the verify screen with the appropriate audible and vibratory alarm. Unrelated to the complaint, the keypad was found to be unresponsive and unable to move past verify screen. The reported audible alarm issue was not able to be tested during investigation due to the unresponsive keypad.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump would not power on after encountering a cs alarm. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.